Manufacturer narrative:
Evaluation summary: king systems and medisizes have determined that this type of event can happen if water leaks into the backside of the heater element. This leakage can occur if the user does not follow the instructions for use, which is included with the device. Specially: turn off the water feed set before removing the heating element from the t-piece. Always use the flow regulator to limit the water available to 10 ml per hour. When in use, position the heater cord below the horizontal plane. Position the water feed set so that the line does not cross the electrical components. Check if the o-ring on the heater is in good condition. Never immerse the hme-booster heater in liquid.

Event description:
The user-facilitie reported: pt has received a burn on his left forearm we think the burn came from a faulty hme booster that was inline with his ventilator circuit. Pt had blisters on his left forearm.